Event description:
Pt was having issues with last 10ml medication infusion. Pt. Assessed no kinks in tubing, needles are in place - nothing seems wrong. Informed pt. We can send a new pump to her and mean while can finish remainder 10ml infusion via manual push. With given info pt. Will try that. No further info. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Resumed via manual push. Diagnosis for use: immunodeficiency, unspecified.